Event description:
Medtronic received information that during the implant of this 27mm mitral bioprosthetic valve, it was reported that an dark colored extra suture thread was identified near the valve holder. It was further reported that the valve was mildly cinched, then the suture thread was observed. It was further noted that the suture cutting step had not yet occurred, and there were no issues with the cinching function, and the holder had not become detached. No sutures were cut at this time. The valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.